Event description:
Rptr stated that pt's device had a nonsense display after the device was reset. Rptr also stated that device went into run mode on its own. During phone troubleshooting, the device would repeatedly beep and its display would light up on its own and then go blank. Pt's blood glucose was not affected, and no treatment was received.